Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump black box data showed unusual fluctuation of the pump voltage. A visual inspection of the pump showed a crack in the battery compartment on the side at the threads. A leak test was performed and a battery compartment leak was found. The pump current draws measured within specification. No overheating occurred during testing. The pump case was removed and no evidence of internal moisture observed on the pcb or internal components. No intermittent connections were observed. The complaint of a temperature issue was not duplicated during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.